Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief factual description: b braun caresite smallbore extension set # 470101 became loose between the infant's piv hub and the extension screw hub despite being a tightly screwed together as a newly placed piv catheter and caresite smallbore extension set in the infant's right saphenous vein earlier this afternoon. The connection was together, the neck of the caresite was screwed into the piv catheter hub but was not tight upon close inspection. The infant experienced a loss of approximately 3-5 mls of blood and IV fluid. The infant was being held when the blood/IV fluid wetness was noted. Pressure was placed on the saphenous piv site, attempted to tighten the caresite small bore extension hub to the piv but this did not tighten the connection and the caresite smallbore extension tubing was replaced with a new caresite extension tubing for a tight fit. The infant's vitals remained stable, hemoglobin level stable, glucose level stable, piv remained intact, and he remains on his 48 hours of antibiotic therapy (which was started early this am). Mother was present and questions answered. The caresite smallbore extension in question was saved and is at the nicu charge rn desk site.